Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home indicating the patient is deceased. The cause of death was noted as septic shock. Attempts to obtain additional information about the source of the septic shock have been unsuccessful.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found.